Manufacturer narrative:
Device was received in the original, opened/unsealed, and labeled pouch. A visual assessment of the device found the top chevron seal was mostly pulled apart. All of the other seals remained intact. There was tyvek residue on the mylar that indicated the pouch was sealed; the tyvek residue had no gaps to indicate the seal was continuous. The tyvek side was examined and was found to be wrinkled. During manufacturing, the device packaging is 100% inspected for integrity. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a procedure. According to the complainant, during preparation, they noticed that the top end of packaging was not sealed. The device was not used in patient. The procedure was completed with another zero tip basket. The patient's condition at the conclusion of the procedure was reported to be "fine." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a procedure. According to the complainant, during preparation, they noticed that the top end of packaging was not sealed. The device was not used in patient. The procedure was completed with another zero tip basket. The patient's condition at the conclusion of the procedure was reported to be "fine." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.